Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had a breakage in the safety disc heater assembly. Specifically, the component that holds the safety disc was found broken, the portion that extends outward was damaged after being struck by other equipment while the unit was stored in the warehouse. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Updated fields: b4,d9,g6,h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 a getinge fse reported that cs300 safety disc heater breakage and assy, crm needs to replaced and verification of the correct operation of the equipment. Parts replaced is not available; the client kept it to justify the amount to be paid. There was no patient involved and harm reported.